Event description:
It was reported that the patient had a fall and developed swelling and oozing and went to the hospital. It was determined that the patient had staphylococcus schleiferi and therefore underwent an explant procedure of the entire system. The explanted ipg and percutaneous leads will not be returned. Additional information was received that patients fall caused hematoma that dehisced and developed swelling and oozing. The patient went to the hospital and it was determined that the patient had staphylococcus schleiferi at the pocket site which was not device related. The patient was given antibiotics, and underwent an explant procedure of the entire system. The explanted ipg and percutaneous leads will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred after patient fell on the first week of (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc- 2218-50, serial: (B)(4), batch: 7077462/7077710.

Event description:
It was reported that the patient had a fall and developed swelling and oozing and went to the hospital. It was determined that the patient had staphylococcus schleiferi and therefore underwent an explant procedure of the entire system. The explanted ipg and percutaneous leads will not be returned.